Event description:
It was reported that an insulin gauge displayed an amount different from what was expected, resulting in a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The customer planned to visit a doctor and intended to continue troubleshooting afterward.